Event description:
The customer reported that while pipetting an htlv I/ii assay on ortho summit no sample was added to well g1 and no error message was generated. A field service engineer was dispatched and replaced the tip clamps in posiiton 1 and 7. The engineer also performed diagnostic checks to ensure proper instrument function. No death or serious injury was associated with this incident.